Manufacturer narrative:
The investigation confirmed that the ilet experienced repeated motor stall alerts due to a pump drive malfunction. Troubleshooting attempts failed and returned device evaluation identified debris in the gear train causing motor obstruction and loss of insulin delivery. The device required replacement. No adverse clinical effects were reported.

Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating consecutive stalled motor events that persisted after restarts, supply checks, and a dry run, with the alert reoccurring at approximately 160 units, rendering the device nonfunctional and prompting the patient to revert to backup therapy. Symptoms included no adverse clinical effects. Outcomes included temporary loss of device function and transition to alternate therapy. Investigation included review of user-reported performance and troubleshooting steps. Investigation of this case revealed a persistent motor stall not resolved by priming or rewinding. It was concluded that the device experienced a motor stall consistent with a hardware malfunction.